Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was over 500 mg/dl, cause was unknown. Customer gave a correction bolus via the pump to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.